Event description:
The customer reported two events involving the subject device malfunctioning during procedures. For event 1 of 2, during a procedure to treat an upper gi bleed with two separate lesions side by side, the surgeon decided the best treatment would be clipping the lesions. Once a clip was placed over one of the lesions and was closed, the surgeon decided to grab more mucosa to secure around the bleeding. The clip was opened and closed over a larger amount of mucosa. The handle then cracked, and it was expected the clip should stayed attached to the mucosa to provide hemostasis, but instead the clip fell off the mucosa. According to the instructions for use, the clip can be opened and closed 5 times and looks like premature deployment. The clip was opened once and closed twice and did not lock on the mucosa. The bleeding increased after all the manipulations around the lesion. The clip fell into the patient and it was not retrieved. The procedure was completed with a similar device (non-olympus). There was an unspecified delay in the procedure while the nurse went to the storage room to retrieve more clips to finish the procedure. The subject device was inspected prior to the procedure and no issues were identified. For event 2 of 2, the olympus employee was informed the clip fell off post-polpectomy. The surgeon described it as ¿it just doesn¿t stick to mucosa. I had 4 clips fall off in the colon before I was able to clip.¿ it is unknown if the devices were left in the patient or retrieved. It is unknown if there was a delay and how long. An in-service was provided and it was determined the malfunctions were not due to the technicians. No additional information provided. No additional bleeding reported at that time. There are a total of 5 complaints: (B)(6): event 1 of 2. (B)(6): event 2 of 2 for clip 1. (B)(6): event 2 of 2 for clip 2. (B)(6): event 2 of 2 for clip 3. (B)(6): event 2 of 2 for clip 4. This report is for (B)(6): event 1 of 2.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00115.

Event description:
Event 2 was determined to be not reportable per the legal manufacturer: (B)(6): event 2 of 2 for clip 1. (B)(6): event 2 of 2 for clip 2. (B)(6): event 2 of 2 for clip 3. (B)(6): event 2 of 2 for clip 4.

Manufacturer narrative:
This supplement is being submitted to inform the related complaints have been determined to be not reportable.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the clip fell out of the tissue because it was deformed, and the amount of gripping force was reduced. It is likely that the deformation of the clip was caused by grasping hard tissue or pressing the clip against the tissue. However, the root cause of the e vent could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not force the distal end of the insertion portion on the clip against body cavity tissue. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage do not force the clip against body cavity tissue. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. The clip may be deformed and therefore does not close properly. This could result in reduced performance.¿ this supplemental report includes a correction to e4 from initial medwatch. Olympus will continue to monitor field performance for this device.